Event description:
The user facility reported that when they were deploying the angio-seal device, everything came out and nothing deployed. They could not see the plug or anchor in the sheath, and nothing was left behind in the vessel. The patient was stable and there was no blood loss. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no finding.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and guidewire. The device was visually inspected and found to have been in unused condition with no visible signs of blood. No damage or issues were identified with any of the components. The complaint was unable to be confirmed as the returned sample was found to have been unused. No signs of damage or deformation were identified with the components, and the carrier tube was not returned with the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).